Event description:
Boston scientific crm received information from a patient advocate that this cardiac resynchronization therapy-defibrillator (crt-d) was not working. The advocate stated that the patient's heart rate was too high and the patient was in the hospital. A bsc field representative (fr) was to be paged to interrogate the device. An attempt to obtain additional information has been made. There were no reported adverse patient effects.

Manufacturer narrative:
The device remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.